Event description:
It was reported to baxter (B)(4) that an intermate sv 100 device was found to have a loose blue winged cap. Therefore, the sterile fluid pathway was breached. This condition was discovered before patient use. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.